Manufacturer narrative:
The account disconnected the emergency trendelenberg linkage and the head hi/low still drifts. Technician informed the account that a new manual emergency trendelenberg valve, head hi/low valve and an entire new hydraulic manifold would be sent to the facility. The account replaced the emergency trendelenberg valve and the head hi/low valve to resolve the issue.

Event description:
The account alleged they had replaced the hydraulic manifold on this bed to resolve a drift issue with the foot hi/low. The account stated the head hi/low is drifting down slowly now. No injury reported.